Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to resolve this issue on the device. Additional findings not related to the malfunction/issue was the blower usage time "was approaching the replacement threshold", and it was recommended to replace it. There was no repair made to the device for this issue. A system error was found on the error log so, the software was upgraded on the device.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.